Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had alarming fiber optic failure. There was patient involvement. There was no harm reported to the patient. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported issue. Fse calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming fiber optic failure. Iabp automatically went into auto mode with EKG trigger. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.